Manufacturer narrative:
The device was not returned. With review of the available information there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. Medical intervention - the user placed stitches to repair the damaged tissue. The most probable root cause for the adverse event noted can be associated with user error. No further injury or additional medical intervention was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that during a dental implant procedure with the neocis guidance system (ngs), after locking the guiding into position the doctor inadvertently pushed the chair's foot pedal, tilting the patient from supine toward an upright position. Guiding arm was stuck in patient's mouth throughout chair movement resulting in a laceration along the floor of the mouth. Patient required stitches along floor of mouth. No further injury or additional medical intervention was reported as a result of this event.